Manufacturer narrative:
Manufacturer report 2938836-2017-33671, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy. The device was reprogrammed in order to resolve the event and the patient's condition was stable. Additional information was requested but was not received.